Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10. Corrected: g1, h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cementing the patella in a tka, the patella clamp would stick and not open or clamp reliably. No surgical delay.